Manufacturer narrative:
H11: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a nasal septum deviation correction surgery, some anchors of the intact septal stapler 3-pack were broken as the contralateral side could not be penetrated after the anchor was deployed. The broken pieces were retrieved with suction. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case- (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The blue indicator is to the distal tip indicating all staples have been used. No visible deficiencies. A functional evaluation showed pulling the trigger closes the upper and lower arms. An audible click was heard as the actuator pushed downward. As the trigger was released, the arms reopened, and the actuator retracted. An image evaluation was performed and found three arthroscopic images. The device is visible, but it is not possible to confirm a breakage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that each lot must provide a certificate of conformance. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.